Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was charging too frequently so they came in to meet with the rep to change programming to try to extend duration between charges. During the meeting, the rep noticed that there was a short circuit and a high impedance seen when impedance test was done. The rep said upon running an electrode impedance, they saw the contact pair 0/8 showed < 150 ohms and contact 14 showed >40,000 ohms with all pairs; these were not used in past or current programming. There was no known activity or event that prompted the issue. The rep reprogrammed the ins using cycling to give the patient a longer duration between recharges. The rep stated that they were able to get to 1.2 days, per the clinician programmer. The rep said they did have to lower the rate to 700 hz from 1000 hz. It was noted that troubleshooting resolved the issue. No symptoms were reported. No further complications were reported/anticipated.